Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a saline leak of the catheter occurred. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: on initial examination of the complaint unit, blue fibers were noted on the distal coil, which are not consistent with the manufacturing environment. The catheter unit was attached to a test advancer unit and attempt was made to wet test the device. It was noted approximately 22.5cm from the strain relief; the sheath was leaking. A pin hole was evident. The catheter could not be wet tested due to the damage to the catheter sheath. This is consistent with over tightening of the hemostasis valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states: "if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". (B)(4).